Event description:
It was reported during a total colectomy with ileoproctostomy, while closing the common opening of an anastomosis the tv60b staple line did not fully form. There was a gap into the staple line where it crossed the tlc staple line of the functional end-to-end anastomosis. The staple line was reinforced with 3-0 gi silk. The product was not returned. There was no consequence to the patient.